Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and localized melting on the bipolar yaw pulley between the grips. The instrument passed the electrical continuity test. During the visual inspection, fa found no damage on the grip/pitch cables. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, fenestrated bipolar forceps instrument had a fractured steel wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: thermal damage was observed during the procedure, with the instrument appearing melted or burned. Arcing was also noted, specifically sparking, and no other instrument was in use during the event. The arcing appeared to originate from the instrument associated with the complaint. The patient did not experience any injury or adverse event during or after the surgical procedure.